Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This report is an unknown quantity of unknown screws. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Date of implant is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that postoperative x-ray and revealed an unknown quantity of screws backing out of an unknown proximal humerus plate. The surgeon is not planning revision surgery as she feels the fixation is stable. Concomitant medical device: humerus plate (part #unknown, lot# unknown). This report is for an unknown quantity of unknown screws. This report is 1 of 1 for (B)(4).